Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cable from the cpu to lcd was recommended to be reseated to resolve the issue. No report of patient involvement. Legal manufacturer: hcs madison - (B)(4).